Manufacturer narrative:
The reported event of ¿diminished atrial sensing and after some time no sensing; the atrial lead was non functional¿ was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on an unknown date. Review of transmission noted diminished atrial sensing and after some time no sensing; the atrial lead was non functional. On (B)(6) 2021 an x-ray was performed and lead dislodgment due to twiddler's syndrome was observed. The physician explanted and replaced the atrial lead. The patient was discharged from the hospital after the procedure.